Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total -hcg result for a patient. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): sample ID (B)(6). Initial result = 2687.91 miu/ml, repeat = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 46064ud00 did not identify any non-conformances or deviations. The overall performance of architect total ss-hcg reagents in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable. The patient median for the complaint lot was comparable to all other lots in the field. Additionally, accuracy testing of the architect total ss-hcg assay has been evaluated with a retained in-house kit of the same lot number 46064ud00 and met all specifications, confirming that this lot is meeting the architect total ss-hcg product requirements. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total ss-hcg reagent lot 46064ud00 was identified.

Event description:
The customer observed a falsely elevated architect total ¿-hcg result for a patient. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): sample ID (B)(6) initial result = 2687.91 miu/ml, repeat = <1.2 miu/ml no impact to patient management was reported.